Event description:
It was reported that the device migrated upwards. The device was repositioned and remains implanted. Patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.